Event description:
The tip of a lodi implant fractured. The implant was removed and another implant was placed.

Event description:
The tip of a lodi implant fractured. The implant was removed and another implant was placed.